Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the vitrector could not cut during vitrectomy surgery. The procedure was completed on the same day but it was unknown how the surgery was completed. There was no information about patient impact. Additional information received that vitrector did not cut and aspirate. There was no impact to the patient.